Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) was getting an error stating "monitor network disconnect." They stated that it was in windows, and the application interface did not want to launch at all. A biomedical engineer (bme) rebooted the cns and, the application came back up. They added the 8 transmitters back under the monitoring settings. Issue resolved. No patient harm was reported.

Event description:
The monitor tech reported that the central nurse's station (cns) was getting an error stating "monitor network disconnect." They stated that it was in windows, and the application interface did not want to launch at all. A biomedical engineer (bme) rebooted the cns and, the application came back up. They added the 8 transmitters back under the monitoring settings. Issue resolved. No patient harm was reported.